Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. The instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to damage to the trigger cord as well. The instructions for use state: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible cause of trigger cord breakage is the trigger cord getting caught between the barrel and the endoscope. The instructions for use advise the user: ¿note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope.¿ prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. The product's string snapped [trigger cord breaks during use]. The following information was received from the complaint form on february 6, 2017: the trigger cord was disconnected. The following additional clarification was received on february 22, 2017: trigger cord breaks during use.

Manufacturer narrative:
An emdr report was initially sent on 03/02/2017, based on the description of event that stated the customer had a mbl-6 trigger cord had broken during use. The device was received for evaluation on 03/22/2017. Our laboratory evaluation of the product was said to be involved could not confirm the report on trigger cord breakage. The product received was returned in an opened box. The two-way handle, trigger cord, barrel, irrigation adapter, loading catheter and five black bands were included in the return of the device. The amber band was not included in the return. A visual examination of the trigger cord was performed, and all of the deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the set tolerance. The trigger cord was intact and not broken. A visual examination of the blue hook on both ends of the loading catheter showed that both hooks were intact. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Based on the device evaluation, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This cancellation follow up report is being sent to cancel the initial report submitted relating to this event.